Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was conducted that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading reported was 324 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test; however, the high pressure test failed. The customer was sent a replacement insulin pump.